Event description:
Reportedly, the surgeon used a second endostitch instrument and the needle broke off into the patient's abdomen. The surgeon was unable to retrieve the needle remnant. The patient's family was informed and elected not to have laparotomy performed in order to retrieve the needle remnant.

Manufacturer narrative:
4/14/1998-supplemental report #1 submitted to FDA.